Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. The complaint product sample was visually inspected according to bill of materials (bom) 050-87216. During the visual inspection, no problems, no damages in the lines nor the cassette were observed. The cassette set was in the expected condition. A functional test was performed to the complaint product sample with the cycler machine. During functional test no air bubbles, alarms, leaks or other issues were detected. After completion, the test cassette was removed from cycler and no moisture was found. The test was completed successfully. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler set performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that while draining he noticed air bubbles and then cancelled treatment. While re-setting up with new supplies, the patient discovered a little fluid inside the cassette door and on the back of the cassette during step 1 of setup. Fluid was discovered in the pump module area and on the external of the cassette. There were no alarms/warnings prior to leak. The patient continued the setup, started treatment, and received the draining slowly message during drain 0 of 4 of treatment. It was reported that an alternate treatment option was available. The patient was advised to not use of their cycler until the next treatment and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient confirmed the reported fluid leak event occurred during the first drain after the first fill and treatment was cancelled. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cause of the leak is unknown. The patient skipped the remainder of treatment in the absence of the cycler and could not stat drain the entire amount of fluid. The patient confirmed that the cycler set was available to be returned to the manufacturer for physical evaluation. The patient discussed the draining issues with the pdrn and she believes the draining issues are related to a mispositioned catheter. The patient is scheduled to have a procedure to reposition the catheter on (B)(6) 2024.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that while draining he noticed air bubbles and then cancelled treatment. While re-setting up with new supplies, the patient discovered a little fluid inside the cassette door and on the back of the cassette during step 1 of setup. Fluid was discovered in the pump module area and on the external of the cassette. There were no alarms/warnings prior to leak. The patient continued the setup, started treatment, and received the draining slowly message during drain 0 of 4 of treatment. It was reported that an alternate treatment option was available. The patient was advised to not use of their cycler until the next treatment and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient confirmed the reported fluid leak event occurred during the first drain after the first fill and treatment was cancelled. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cause of the leak is unknown. The patient skipped the remainder of treatment in the absence of the cycler and could not stat drain the entire amount of fluid. The patient confirmed that the cycler set was available to be returned to the manufacturer for physical evaluation. The patient discussed the draining issues with the pdrn and she believes the draining issues are related to a mispositioned catheter. The patient is scheduled to have a procedure to reposition the catheter on (B)(6) 2024.